Event description:
Complainant alleged that medics responded to a call and found the pt pulseless and apneic. CPR was initiated and the device was attached and the pt was paced. Pacing was stopped and the pt returned to a pulseless electrical activity rhythm and CPR was continued. Pacing was attempted a second time, however the device failed to pace. The electrode pads were replaced and another attempt to pace the pt was unsuccessful. CPR was continued and the pt's heart rhythm switched to ventricular fibrillation and defibrillation was administered at 120 joules. The pt's heart rhythm converted to a pulseless electrical activity rhythm and the medics were advised to discontinue resuscitation efforts.